Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the upper case handle had a small crack and that the case was cracked into the keyboard area and the upper case was replaced to resolve. Analysis also found that the display latches were broken and that the bulkhead was not installed completely in the case, a broken tab on the power cord bay door, a loose electrocardiogram connector on the link electronic module (lem) board and that the foot pads on the lower case were worn. All affected parts were replaced, the bulkhead was reseated and the lem board was calibrated. (B)(4).

Event description:
It was reported that the programmer, which had been found broken subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.